Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger faults, unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to power on or charge a battery. The cause for the failure was isolated to a defective power supply brick. Additionally the charger was unable to charge a battery due to a contaminated battery board. The root cause for the defective power supply brick could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery and was displaying charger faults.